Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was (blank screen). There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/15/2017 with the following findings: during investigation, there was no blank screen observed during testing. There were no errors, alarms or warnings relating to the complaint observed in the pump history. The display screen was fully illuminated during testing. The pump¿s cover was removed and there was no internal moisture or damage found to the display screen observed. Unrelated to the original complaint, the battery compartment was observed to be cracked. Additionally, the piston cap was found to be missing on the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.